Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the patient underwent surgery for a femoral neck fracture. Because of the comminuted fracture, and that instability was high, it was confirmed that there was no penetration into the bone head with the guide wire so six (6) ml of cement was injected. During the operation it was confirmed that the cement leaked to the articular surface of the anterior part of the femoral head in the lateral view. The surgeon waited for the cement to harden, and almost all of the leakage cement was removed using a forceps from the anterolateral skin incision previously set up for fracture reduction. (Estimated volume of the leakage 1 ml) the extended time was about 15 minutes. The physician judged that there was no postoperative effect. As a future measure, we obtained the agreement with the surgeon to set the basic injection volume up to 3 ml. The surgery was completed successfully within 30 minutes delay. Concomitant device: unk - guides/sleeves/aiming: guide: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).